Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer attempted to deliver a correction bolus using a blood glucose (bg) of 139mg/dl (bg reading at time of the event) and stated the pump gave her a notification showing ¿units to deliver: 0.04u¿ and that the requested bolus is below the minimum amount of 0.05u for delivery. Customer proceeded to re-enter a bg of 139mg/dl into the bolus tab and the pump calculated and delivered a 0.9u bolus. Tandem customer technical support (cts) informed customer that the pump calculated and delivered a correct bolus size of 0.09u. Cts had customer navigate to bolus history and verified that pump did deliver a 0.09u bolus. Cts verified that customer was mistaken during initial call and pump did log and deliver a bolus of 0.09u.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.

Event description:
It was reported that the pump calculated and delivered a 0.9u bolus. Review of pump data by tandem technical support (cts) revealed that the pump calculated and delivered a correct bolus size of 0.09u. Customer navigated to pump history and confirmed that pump did deliver a 0.09u bolus. Customer verified that were mistaken during initial call and pump did log and deliver the correct bolus amount of 0.09u.